Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient went to a rehabilitation facility after the implant procedure due to post-op pain. The physician believed the symptoms were due to the patient's pre-existing condition and from the procedure. Follow-up indicated that the patient is using the device to find effective therapy and there have been no reports of further complications regarding this event.